Event description:
The facility reports the staff member was transferring the resident with a pivot transfer to the lift hygiene chair, positioning the resident with the legs facing out. The staff heard a popping noise and turned the resident by lifting the legs and rotating until the resident was sitting properly on the chair with the back to the back support. Once in the tub, the blue seat piece was floating in the water and another sling lifter was used to remove the resident from the tub. There were no reported injuries to the pt or staff.